Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) explained that the code was caused by an occurrence in the device battery voltage monitoring hardware. Therapy delivery is currently unaffected, but the device hardware is not correctly detecting the accurate consumption of battery energy, and because of this, the battery status indicators are not reflecting the battery depletion condition and are inaccurate. Therefore, device replacement was recommended. The device remains in service at this time, and no adverse patient effects have been reported.